Event description:
It was reported that the balloon did not inflate or the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
Examination revealed that the balloon lumen leakage was observed through a slit, 0.05" inches in length, at the 12.4 centimeter area (distal of thermal filament). There was no visible damage observed to the balloon latex.